Event description:
A patient underwent a breast reconstruction procedure on an unspecified breast, at which time an unk size of veritas collagen matrix was implanted. Approximately one month post implant, the patient developed a seroma. There appeared to be "a lot of serum" and the patient was administered an unspecified antibiotic. About 2-3 days later, the physician drained the seroma with ultrasound guidance. The drains placed during the initial procedure were pulled 2 weeks post-op, when the total drainage was no more than 20cc per day using the physician's standard protocol. The patient is still receiving ultrasound guided aspiration of the seroma, but it is doing well.

Manufacturer narrative:
Exact event date is unk, but occurred approximately one month post implant. No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.